Event description:
Same case as MFR ID # 2134265-2014-02142. It was reported that during an endovascular aneurysm repair procedure a guide wire coating issue occurred. During placement of a non-bsc stent graft in the aorta, the physician noted that the coating of the back up meier guidewire was peeling off a section of the wire that was located outside the patient. The physician did not exchange the guidewire so not to risk losing the access to the lesion. When the wire was removed from the patient it was confirmed that coating was partially peeled. The issue occurred with a second back up meier guidewire also. The procedure was completed with the use of these two wires. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: the visual inspection was performed and it was noted that the coating peeled along the body. All the outer diameter measurements met specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR ID # 2134265-2014-02142. It was reported that during an endovascular aneurysm repair procedure a guide wire coating issue occurred. During placement of a non-bsc stent graft in the aorta, the physician noted that the coating of the back up meier guidewire was peeling off a section of the wire that was located outside the patient. The physician did not exchange the guidewire so not to risk losing the access to the lesion. When the wire was removed from the patient it was confirmed that coating was partially peeled. The issue occurred with a second back up meier guidewire also. The procedure was completed with the use of these two wires. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).